Event description:
The customer reported that the system's exposure button was stuck during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board and the generator interface board were replaced. The generator power supply was adjusted and the configuration files were reloaded. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.